Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they first started to experience the device not working about six to eight months prior to the report. The patient stated that it gradually changed. They had no sensation of their bladder ever being full. When they thought about it and got to the bathroom, the pad was full of urine. They had no sensation of urinating and changed the pad two to three times a day. It was noted that the patient turned the device up, but this had no effect. They tried finding their healthcare provider (hcp), and was told that they could change the patient's device. The patient indicated that they did not want to fix/change the device.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that her device was not working well. The patient was going to follow-up with her healthcare provider (hcp). No patient symptoms were reported.